Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc reports 2nd revision surgery. (The 1st revision surgery was reported as (B)(4)). The primary surgery was performed on (B)(6) 2010 via tha. It was reported that the 2nd revision surgery was performed on (B)(6) 2020 by replacing the liner and the head due to suspicion of infection. During the surgery, the surgeon removed matter from the patient¿s hip joint. Abdominal pain occurred in the hip joint. The 2nd revision surgery was completed, and it was unknown whether there was any surgical delay. No further information is available.